Manufacturer narrative:
(B)(4) concomitant medical product: nexgen stemmed tibial component, catalog #: 00598003702, lot #: 63413298, nexgen lps-flex articular surface, catalog #: 00595203010, lot #: 63264514, nexgen femoral component, catalog #: 00575001606, lot #: 63239492. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address tibial loosening. Patient reported that during the revision, it was found there was no cement bonding the implant to bone. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices, photos, or revision op notes were received. X-rays that were provided showed no frank loosening in the subsequent images. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.